Manufacturer narrative:
The customer's report was observed during initial testing. However, after disassembling the device to determine root cause, the report was no longer seen. An internal inspection found that an interconnection flex cable was slightly lifted and was reseated as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device switches settings on it's own. Complainant did not indicate that there was any patient involvement in the reported malfunction.